Event description:
It was reported that post implant, the device exhibited high dfts. The device failed to convert the rhythm and external defib was used to rescue the patient. The physician added an array to help compensate and successful conversion was performed. The device was explanted and replaced with an upgraded device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.